Manufacturer narrative:
Patient age was provided.

Manufacturer narrative:
Allegation was reported for product 012615. This is sold as a box of 12 sterile 2.0 suture with ti cron 10" swaged needles. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) conflicting force or torque applied. 2) entanglement with other instruments or devices. 3) use of sharp instruments to manage or control the suture. Final product met specifications upon release to distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during surgery, the customer tried to put a knot but the suture broke down and he lost the bite. The procedure was successfully completed without considerable delay using a back-up device. No patient injury reported.